Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a cartridge alarm with multiple cartridges during the load process as well as during insulin delivery. Customer's blood glucose level was not impacted by the issue. Reportedly, the customer reverted to an alternate form of insulin therapy.